Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last bolus delivery and the last bolus delivery were on 9b)(6) 2015. Pump was manually suspended on (B)(6) 2015 14:18 and manually resumed at 14:27. The basal total daily doses correctly reflect the users programmed basal rates. The pump was programmed with a 1.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No eaw¿s occurred during 24hr duration testing. Investigators were unable to duplicate the complaint. The display screen has a pinkish contrast. Damage to the pump case was observed near the upper right corner between the display lens and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting revealed that the basal history does not match active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.